Event description:
It was reported, via medwatch form, during open reduction, internal fixation (orif) of complicated fracture involving the zygoma, zygomatic arch and left mandible, an imf screw broke off in the mandible. In placing imf screw, the head sheared off of a 12mm 2.0 screw at the level of the bone. Using a 1.6mm drill bit, the retained portion of the self drilling screw was able to be retrieved. Reference medwatch# (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.